Event description:
The accident occurred during servicing of the laser, when employee was conducting mirror cleaning and alignment service on the laser. Apparently the unfocused laser beam was allowed to exit the normal beam path, and caused injury to another worker across the room from the laser, the injured employee received medical attention for a burn on her scalp. The employee conducting the service operation had been trained by MFR at the time of system installation, and was conducting activities which require disabling of the safety interlocks inherent in the laser system design. This accident was caused by service error, not due to any design deficiency or training lapse. Co has reviewed its service training procedures and operation and maintenance manuals to verify that adequate safety precautions are present in the documentation.